Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. There was no product failure that led to the device tilting. In the analyzed complaint, the lifting operation was performed in a toilet, where maneuverability of the device is limited. Based on the collected information, the patient was sitting on the floor in a confined space, with a wall on one side and a toilet on the other. It is likely that the lift was not positioned centrally under the patient when the lifting process began due to limited space. As a result, the lift tilted while lifting the patient from the floor. When one of the caregivers noticed that the lift was starting to lose stability, they stepped onto the rising lift leg to stabilize it. The caregivers stated that the mast bent at that point. The maxi 500 instructions for use 001.20815en rev. 18 from mar/2020 (IFU) include the procedure for lifting a patient from the floor. They also include the warning: ¿never attempt to manoeuvre the lift by pulling on the mast, boom, actuator, or patient. Doing so could cause incidents resulting in injuries.¿ there was no product failure that led to the device tilting; however the mast was bent during the event; therefore, during inspection, the device did not meet its specification. The arjo device played a role in the incident since it was used with the resident. This incident has been deemed reportable due to the allegation of the lift tilting during use.

Event description:
It was reported that the lift tilted while lifting a patient from the floor. No tipping of the device occurred, as one of the two caregivers stepped onto the rising lift leg to stabilize it. The caregivers stated that the mast bent at that point. No injury occurred.